Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the reported issue was unable to be replicated by analysts. The return tube was replaced as a preventive measure. In addition, calibration was performed on the machine. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event., corrected data: e1: the customer email was updated to the correct value.

Event description:
It was reported the device gave off a "burning smell". No adverse effects to patient or users reported.